Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Claims end user was injured on unit in two (2) separate occasions. Alleges first time end user lost control while turning and ran into door frame. Alleges unit surged and took off on its own. Alleges second time unit bucked end user off and he cut his ear.

Manufacturer narrative:
The device was evaluated and repaired by the provider. The controller was replaced and the consumer is satisfied. Provider handled

Event description:
Claims end user was injured on unit in two (2) separate occasions. Alleges first time end user lost control while turning and ran into door frame. Alleges unit surged and took off on its own. Alleges second time unit bucked end user off and he cut his ear.